Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties removing the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a percutaneous coronary interventional procedure, after flushing both a 014 balance middleweight (bmw) hydro guide wire and guide wire lumen of an unspecified otw balloon dilatation catheter (bdc), the bmw was then advanced without resistance past a chronic total occlusion with a heavily calcified, 99% stenosed lesion in the proximal left anterior descending (lad) coronary artery. After brief assessment of the chronic total occlusion, the physician decided to exchange the bmw for a pilot guide wire via advancement of the unspecified otw bdc over the bmw, without resistance, to exchange the bmw guide wire for the pilot; however, prior to withdrawal of the bmw, a small "dark patch" was noted close to the tip of the wire, under fluoroscopy. When proceeding with retraction of the bmw through the otw bdc, resistance was felt and the tip coil was noted to have unraveled from the guide wire core; the "dark patch" was confirmed to be the unraveled tip coil. The otw bdc and bmw guide wire were retracted from the vessel as a single unit, followed by removal of the guiding catheter. Reportedly, the site is unsure if the wire had become stuck in the otw bdc and concern is expressed that the tip coils were able to unravel "so completely and so easily". A new guide wire and a new bdc were used in successfully completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed report, additional information received (B)(6) 2013 indicated that the balance middleweight (bmw) hydro guide wire was advanced without resistance to, and not past, the chronic total occlusion, when the physician opted to exchange the guide wire for another. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).